Event description:
It was reported that the patient presented in clinic for a lead extraction and pacemaker change procedure. Upon interrogation, the right ventricular lead exhibit noise. The right ventricular lead was replaced during the procedure on (B)(6) 2022. There was no adverse patient consequences.

Manufacturer narrative:
The reported event of noise was not confirmed on the right ventricle lead. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short between conductors was found due to damaged inner insulation at the distal region consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.